Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Additional information was not provided. The customer declined further follow up from tandem technical support.